Manufacturer narrative:
Patient weight was not available from the site. A medtronic field service engineer went to the site and replaced the mvs interconnect cable (aka umbilical cable). This resolved the issue. System passed all functional testing after cable replacement. In house analysis of suspect umbilical cable as follows: confirmed complaint "broken wire" causing cable to fail both gbit and 100t tests. Open circuit caused event. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spine case when the user tried to shoot 2d images, they received a mvs (mobile viewing station) communication error. After a 10 minute delay the surgeon discontinued navigation and o-arm imaging. C-arm fluoro imaging was used instead. No harm to the patient.